Manufacturer narrative:
Evaluation summary: we have contacted a service center in emea on july 27, 2021 and august 10, 2021 if they could provide us additional information related to the complaint. They said that they did not have further information related to the patient and have been checking the repair history. As a result of checking, they found that it was not repaired. Correction information: d9: device available for evaluation. G6: follow up #1. Additional information: d7a: not single use device. H2: type of follow up. H3: device evaluation. H6: coding added based on the investigation result: medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
We will continue to investigate this situation and if necessary, file a supplemental report.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. During the incoming inspection before installing the scope, the distri found out, the a/w socket at the lg plug is loosened and leaky.